Manufacturer narrative:
Beckman coulter customer technical support (cts/hotline) guided the customer with troubleshooting. The customer found the r1 syringe was not secured and described that the syringe felt loose. The customer replaced the syringe which resolved the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. (B)(4).

Event description:
The customer reported the au680 clinical chemistry analyzer generated erroneous results on multiple analytes. There was no change in patient treatment in association with this event. Quality control (qc) was within the laboratory¿s established ranges prior to the event.